Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the medium-large clip applier (mlca) did not work normally when it was connected to the universal surgical manipulator (usm) arm. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip applier did not move as expected prior to clip application. The customer did not provide further information regarding the non-intuitive motion issue. The clip did not become dislodged from the instrument. There was no patient injury. The customer used a backup instrument to continue with the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion of the medium-large clip applier (mlca) instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint regarding non-intuitive motion was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. The root cause of non-intuitive motion cannot be determined based on the information provided. Since the instrument was not returned and the log review was unable to be performed due to insufficient instrument information, the reported event was unable to be confirmed. This issue can be resolved by using an alternate instrument to complete the procedure.